Event description:
Reporter stated the blood glucose monitor has recommended large bolus amounts over the past 8 months. The patient did not follow these recommendations. The settings were confirmed by a company representative. Further, a button on the blood glucose monitor does not function correctly. No physiological effects were reported. The blood glucose monitor was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
No product is expected to be returned related to this case. Due to the customer not providing enough information, no further assessment/statement will be made concerning the customer allegation. Device was not returned to manufacturer.